Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver display was frozen. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to perpetual booting. A functional test was not performed due to perpetual booting. The log was unable to be downloaded due to receiver being in perpetual booting. The receiver case was not performed. Confirmation of the complaint was not confirmed. No injury or medical intervention was reported.